Manufacturer narrative:
An event regarding software error involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 354 found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports no similar complaints for pka software - software error. Conclusion: investigation could not be performed as case session data was not provided.

Event description:
Using the pka 3.0 , when going to do first tibial cut on planar workflow surgeon struggled to align and stated that the robot wished to cut to medially than planned . All checkpoints passed and retook all landmarks and registration and same issue when going to do bone cuts . Surgeon did not want to proceed with mako and completed a tka . Case type: pka. Surgical delay: 30-60 minutes. Surgery was not completed robotically.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Using the pka 3.0 , when going to do first tibial cut on planar workflow surgeon struggled to align and stated that the robot wished to cut to medially than planned . All checkpoints passed and retook all landmarks and registration and same issue when going to do bone cuts . Surgeon did not want to proceed with mako and completed a tka . Case type: pka. Surgical delay: 30-60 minutes. Surgery was not completed robotically.